Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, rhinitis allergic, dyspnea, constipation, urinary incontinence, back pain, dizziness, headache, sore throat, vaginal itching, erythema, pharyngitis, anesthesia, breast pain, multigravida, parity 2, perineal pain, lower abdominal pain, drug allergy, appendicitis, cholecystitis, cholelithiasis, urolithiasis, kidney stones, tonsillectomy, neck pain, dysfunctional uterine bleeding, endometriosis, pyelonephritis and ovarian cyst ruptured. Previously administered products included for an unreported indication: depo provera, oral contraceptive nos and mirena. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("stomach always swelled up makes me look 8 months pregnant and I wasn't / bloating"). In 2014, the patient experienced abdominal pain ("abdominal pain") and vomiting ("vomiting"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), vision blurred ("vision/eye problems : blurry vision"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), hypersensitivity ("allergic or hypersensitivity reaction"), flank pain ("flank pain") and adnexa uteri pain ("ovarian pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (surgical removal ofcoil(s) - tubal reversal under magnification, bilateral cornual resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, vision blurred, gastrointestinal disorder, abdominal distension, alopecia, mood swings, hypersensitivity, abdominal pain, vomiting, flank pain and adnexa uteri pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: number of proximal coils - left: 4. Number of proximal coils - right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received, previous event hormone level abnormal updated to "hormonal changes describe: mood swings, event vision/eye problems updated to vision/eye problems type: blurry vision, event weight gain / loss specify which one updated to weight gain / loss specify which one: weight gain". Onset date of events were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, rhinitis allergic, dyspnea, constipation, urinary incontinence, back pain, dizziness, headache, sore throat, vaginal itching, erythema, pharyngitis, anesthesia, breast pain, multigravida, parity 2, perineal pain, lower abdominal pain, drug allergy, appendicitis, cholecystitis, cholelithiasis, urolithiasis, kidney stones, tonsillectomy, neck pain, dysfunctional uterine bleeding, endometriosis, pyelonephritis and ovarian cyst ruptured. Previously administered products included for an unreported indication: depo provera, oral contraceptive nos and mirena. Concomitant products included etonogestrel (nexplanon), naproxen and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary/uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("stomach always swelled up makes me look 8 months pregnant and I wasn't / bloating") and hypersensitivity ("allergic or hypersensitivity reaction"). In 2014, the patient experienced abdominal pain ("abdominal pain") and vomiting ("vomiting"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2017, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), vision blurred ("vision/eye problems : blurry vision"), alopecia ("hair loss"), flank pain ("flank pain") and adnexa uteri pain ("ovarian pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (surgical removal ofcoil(s) - tubal reversal under magnification, bilateral cornual resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, vision blurred, constipation, abdominal distension, alopecia, mood swings, hypersensitivity, abdominal pain, vomiting, flank pain and adnexa uteri pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: number of proximal coils in uterine cavity from left side: 4 and 5 from right side.current weight: 160 lbs. Approximate weight at the time of essure placement: 154lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Concomitant drugs added. Event gastrointestinal or digestive system condition was updated to constipation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, rhinitis allergic, dyspnea, constipation, urinary incontinence, back pain, dizziness, headache, sore throat, vaginal itching, erythema, pharyngitis, anesthesia, breast pain, multigravida, parity 2, perineal pain, lower abdominal pain, drug allergy, appendicitis, cholecystitis, cholelithiasis, urolithiasis, kidney stones, tonsillectomy, neck pain, dysfunctional uterine bleeding, endometriosis, pyelonephritis and ovarian cyst ruptured. Previously administered products included for an unreported indication: depo provera, oral contraceptive nos and mirena. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("stomach always swelled up makes me look 8 months pregnant and I wasn't / bloating"), abdominal pain ("abdominal pain") and vomiting ("vomiting"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss specify which one"), visual impairment ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reaction"), flank pain ("flank pain") and adnexa uteri pain ("ovarian pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical removal ofcoil(s) - tubal reversal under magnification). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, visual impairment, gastrointestinal disorder, abdominal distension, alopecia, hormone level abnormal, hypersensitivity, abdominal pain, vomiting, flank pain and adnexa uteri pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, vomiting and weight fluctuation to be related to essure. The reporter commented: number of proximal coils - left: 4. Number of proximal coils - right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs and mr received- previously reported event "injury to herself" updated to " pain", events- "abnormal bleeding (menorrhagia), hormonal changes, abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: urinary, apareunia (inability to have sexual intercourse), bladder problems, urinary problems or changes, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one, vision/eye problems, gastrointestinal or digestive system condition, stomach always swelled up makes me look 8 months pregnant and I wasn't, hair loss, allergic or hypersensitivity reaction, abdominal pain, vomiting, flank pain, ovarian pain, she did not undergo essure confirmation test", reporter, medical history, concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.